Event description:
Additional information provided from the field indicated that surgical intervention was performed and the electrode was repositioned to a new location over the sternum. No induction was performed and the system continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two inappropriate shocks due to t-wave oversensing approximately three months ago. Some changes in the patient's qrs morphology were also noted. At the time, the s-ICD was reprogrammed and the patient was dismissed. A few months later in (B)(6), the patient reported receiving an additional three inappropriate shocks. One of the shocks induced ventricular tachycardia which was then terminated by another shock. An x-ray taken of the system revealed the s-ICD and electrode were not implanted in an optimal position for the patient. At this time, no intervention has been performed and the s-ICD and electrode remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that at this time no intervention has been performed and the patient will continue to be monitored. No adverse patient effects were reported.